Event description:
It was reported that the patient had been admitted to the hospital in order to undergo a photoselective vaporization of the prostate procedure. A total of four fibers were used during the procedure. Following the procedure, the patient experienced post-procedural hemorrhage of a genitourinary system organ or structure. The patient was discharged from the hospital three days later.